Event description:
It was reported that this pacemaker triggered multiple lead safety switch (lss) due to a high out of range impedances measuring, greater than 2000 ohms on this other manufacture right ventricular (rv) lead. The patient was seen in the clinic and testing was performed and it was noted there was no noise or fracture. Technical services discussed possible causes and provided programming options. At this time, this pacemaker and rv lead remains in service. No adverse patient effects were reported.